Event description:
An MRI technician, healthcare provider, and the patient reported that the patient was scheduled for an implantable neurostimulator (ins) explant so they could have an MRI scan. It was noted that the ins did not work for the patient and was also a nuisance in their flank. They did not get therapy relief from the ins and it caused them discomfort. There were no device issues noted. The ins and lead were removed and the MRI was performed post-explant. The patient was noted to be recovering well after the explant. The patient had a pump device that was providing them with relief. A follow-up appointment was scheduled for (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.